Event description:
It was reported to covidien in 2008 that a customer had an issue with an insulin needle. The customer reports a nurse struck right thumb with insulin needle when another patient bumped right elbow.

Manufacturer narrative:
Submit date: 01/06/2009. An investigation is currently underway, upon completion the results will be forwarded.